Event description:
Approx 1 hr into hemodialysis treatment a leak occurred in the pump segment of the bloodline. The extracorporeal circuit volume, including bloodline and dialyzer, were discarded resulting in estimated blood loss of 220cc. No pt injury or need for medical intervention is reported. A new line was set up and pt treatment contined with no further problem.